Manufacturer narrative:
The product information was not received. Therefore, material#, lot#, exp date, MFR date, UDI, 510k and brand name are unknown. The device has not yet been received. Upon receipt of the device an investigation will be performed and a supplemental MDR submitted.

Event description:
An event involving an unspecified ICU medical tubing experienced leakage. It was reported that the device had an issue with a leaking filter of a tube. The event occurred while in use with the patient. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Updated information can be found in b2, b5, d1, d2, d3, d4, d9, g4 and h4.

Event description:
This emdr reflects the second of two occurrences.